Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image darkened and turned red. Due to the red color, the customer believed the lungs were hemorrhaging and attempted to locate the source of bleeding. It was ultimately determined that the image on the core 15-inch monitor was not accurate. The use of the core monitor and bflex bronchoscope was discontinued and the procedure was completed with a competitor's device. No harm to the patient or user was reported.